Event description:
The dealer states the bolt almost came out of the caster, the lift tilted to one side which caused the sling to hit the wall, but the mother was able to gain control of it before there was an injury.

Manufacturer narrative:
Follow up to be sent if additional information is received.